Manufacturer narrative:
Analysis of programming history.

Event description:
It was observed during review of programming history for the vns pt's device, that upon interrogation two weeks following initial implantation of the device, the settings were noted to be at the same settings that the system diagnostic test is performed. The following neurologist had re-programmed the device to the intended settings at the office visit. It appears that the event most likely occurred during surgery and there was an interruption in communication during the system diagnostic test which changed the device settings to system test settings.